Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by (B)(4). The device was evaluated and found to be within specification.

Event description:
It was reported that when an x-smart plus univ.ac.adapter was placed into an electric socket, the fuse went off and the person holding the charger received an electric shock. No intervention was required.